Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, sinus arrest was noted. Five days post-implant, the sinus arrest was observed frequently. Seven days post-implant, a pause occurred for approximately six minutes and an emergency permanent pacemaker was implanted the same day. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: upon recent review of the initial medwatch report submitted february 2, 2017, a pause of approximately six minutes was incorrectly reported. The pause was for approximately six seconds. Additionally, it was noted that the patient identifier was not listed on the initial report. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.